Event description:
A patient reported blood glucose results of 346mg/dl and 155mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter was replaced.